Manufacturer narrative:
The insulin pump was received with no button response due to unlocked connector on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump act button and up arrow button were not responding and customer was unable to deliver the insulin. The customer's blood glucose was 102 mg/dl at the time of incident. The insulin pump was returned for analysis.